Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up. Upon interrogation of the pulse generator, it was discovered that the device had stored episodes of non-sustained ventricular fibrillation, non-sustained ventricular tachycardia, and non-sustained right ventricular oversensing. All the episodes were determined to be caused by lead noise. There were no inappropriate high voltage therapy delivered. The right ventricular lead also exhibited loss of capture due to high capture threshold with sensing at 0.7 mv. The patient reported having a fall several months ago and the physician suspected the fall may have resulted in lead dislodgement. High voltage therapy was disabled and the patient was then scheduled for a lead revision procedure. On (B)(6) 2020, the right ventricular lead was successfully capped and replaced. The patient was reported to be in stable condition with no issues noted before, during, or after the procedure.